Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt has reportedly experienced head trauma with their seizures, possibly causing damage to the ncp system. An estimation of remaining battery life was calculated using known device settings,indicating 0.10 years remaining until end of life. It was reported that the pt had experienced a recent increase in seizure activity above pre-vns baseline frequency and that klonopin was subsequently prescribed. Approaching end of device battery life is suspected. It was reported that the pt's overall health condition was not worsening. Review of x-rays by treating physician did not reveal any obvious discontinuities in the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The pt has been referred for neurosurgical consult. Investigation to date has been unable to confirm proper device function.

Event description:
Further follow-up revealed that the pt has not yet been seen for surgical consult. It was reported that the pt was undecided about undergoing revision surgery at this time because his seizures were still under control.